Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade ii. Manufacturer of the device is unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one extended opening, yellow particles material found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: one sharp crease opening and wear abrasion. Based on the device analysis the final assessment is: a sharp crease opening, assessed as fold flaw opening.

Event description:
Healthcare professional reported a right side rupture and capsular contracture baker grade ii. The device has been explanted.